Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient during a transport (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device log found low voltage shutdowns and battery calibration warnings, however there was no evidence of a device malfunction. The customer was contacted with information regarding battery management best practices. The device was recertified and returned to the customer. The battery used during the event was not returned as part of this investigation. No trend is associated with reports of this type.